Manufacturer narrative:
Patient age: 18 years or older. Analysis of returned product revealed a kink at the distal section caused by a bent center support observed under x-ray and confirmed after dissection. This condition of the center support could also have caused the ingress of fluids within the distal end thru a broken ring adhesive.

Event description:
Reportable upon analysis completed on 31may2019. It was reported that the steering of the catheter was broken. A blazer prime was selected for a atrial flutter procedure. It was noticed during the procedure that steering control of the tip was broken making it impossible to steer the catheter. The catheter was removed and the procedure was completed. There were no patient complications. However, returned device analysis revealed fluid ingress.